Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the product code should have been a040603 instead of a2201. The manufacturer internal reference number is: (B )(4).

Manufacturer narrative:
The lens was returned in the lens case. Viscoelastic was observed. The lens was returned folded pressed into the well area. The lens was cleaned with klrp for further evaluation. One haptic was cracked-gusset area. Four scratched areas were observed in front of the haptic junction. The scratches run perpendicular to the travel path. The damage may have been caused by loading forceps or a plunger override. If loaded correctly the anterior surface does not contact the cartridge. The lens was foldable using folding forceps. No stiffness was observed. Product history records were reviewed and documentation indicated the product met release criteria. A non-qualified cartridge was indicated with a qualified handpiece. It is unknown if a qualified viscoelastic was used. This lens is not qualified for use with the specific model of company cartridge. The correct cartridge is designated on the carton and lens case labels. The root cause for the lens damage appeared to be related to a failure to follow the instructions for use (IFU). This lens is not qualified for use with the specific model of company cartridge. The correct cartridge is designated on the carton and lens case labels. It is unknown if a qualified viscoelastic as used. Four scratched areas were observed in front of the haptic junction. The scratches run perpendicular to the travel path. The damage may have been caused by loading forceps or a plunger override. If loaded correctly the anterior surface does not contact the cartridge. The lens was foldable using folding forceps. No stiffness was observed. The IFU instructs: company foldable intra ocular lenses (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. The lens is not qualified for use with the company iii (d) cartridge. The correct cartridge is designated on the carton and lens case labels. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during cataract surgery with intraocular lens implantation, the lens was stiff. The physician tried to insert the lens and it got scratched. There was no patient harm.